Event description:
Caller states that they tested at 241mg/dl and was not feeling well. The paramedics were called and they reportedly obtained a similar high result on their device. Caller states that he was taken to the hosp approx an hour later and his result on the hosp device was 204mg/dl. He reports he was put on IV to lower his blood glucose. He states another test was performed on the hosp device 40 minutes later with a result of 204mg/dl. Caller states that approx 90 minutes later he tested on this device and got a reading of 203mg/dl. He then reportedly called the fire dept and they received a reading of 89mg/dl on their equipment. Caller states approx 10 minutes passed between these two results. No glucose control solutions were reportedly used. Requested return of suspect device and replacement was sent.